Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900mg/dl resulting in a coma, and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. No information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer reported the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.